Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature throughout the night. Customer's blood glucose was 120 mg/dl and sensor reading was 42 mg/dl. Customer declined troubleshooting and is not returning the sensor for analysis.